Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit continued to not register ECG trigger in auto mode, and only used pressure trigger. The hr on the pump displays in the 40s, but the monitor is 96. The pump would not stay in ECG trigger, but continued to switch to pressure when they manually chose ECG. The ECG tracing on the monitor appeared to have artifact and what looks like pacer spikes at times and did not read the correct rate (example: the heart rate was 95 and iabp read 45). The inflation appeared to be pumping correctly based on the iabp arterial waveform. They tried new patches, moving the patches, a bit of doppler gel on new patches, readjusting the patient in the bed, and they have tried different leads in semi auto. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and was not able to duplicate any issue. The unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use.